Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient was diagnosed with endophthalmitis. The current patient's status was reported as improved. Additional information was provided indicating that the patient experienced decreased visual acuity one month after cataract phacoemulsification surgery. The patient had 2+ vitreous opacity. There were no cultures performed. An anterior chamber wash was performed. Antibiotics were injected into the vitreous cavity. The intervention was effective. The event resolved.